Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt presented with pain. X-ray confirmed that locking bolt from the articular surface had loosened. As a result, the pt was revised.